Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm with multiple anti tachycardia pacing (atp) and shock therapies. The charge circuit status is now listed as inactive. The device was explanted and replaced. No further patient complications have been reported as a result of this event.